Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 18034011.

Event description:
It was reported tha the patient was not receiving an adequate pain relief. The patient underwent an explant procedure.